Event description:
It was reported that this right ventricular lead exhibited low out of range pacing impedance measurements, noise and oversensing. Reprograming of the device and further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.